Event description:
The customer reported that the system dose rate was too high and the beam was out of alignment. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dose rate was adjusted, the beam was aligned, and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.